Manufacturer narrative:
The returned spacer was analyzed and revealed severe abrasion on the mating surface of the actuator. However, the implant functioned acceptably during the functional test. The damage to the implant indicates failure was likely due to deployment against resistance such as bone.

Event description:
It was reported that during the implant procedure the device broke, a second device was attempted to be implant and it also broke. It was indicated that the devices were connected to the inserter correctly. A third device was used to complete the device successfully. Additional information was received that indicated only one spacer was damaged during the procedure and not two.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant, upn: 101-9814, model: 101-9814, serial: n/a, batch: 800289.

Event description:
It was reported that during the implant procedure the device broke, a second device was attempted to be implant and it also broke. It was indicated that the devices were connected to the inserter correctly. A third device was used to complete the device successfully.